Event description:
Patient completed the previous treatment with a last fill of 2500 ml. Patient does not do a manual exchange during the day. The cycler was set up with three bags of 5 liter solutions and the ccpd treatment was started. Drain 0=2410 ml. Fill 1=2496 ml. Fill 2=2496 ml. Patient felt full and did a stat drain 2=3585 ml. Fill 3=2496 ml. Patient stated he drained 572 ml in drain 3, but felt full and stopped the treatment. Patient then did a manual drain obtaining 4000 ml. The patient's reported sensation of fullness resolved upon draining. No medical intervention or serious injury occurred. The patient's pd nurse reported the patient did not have any adverse effects as a result. Possible causes of the large drain were attributed to possible pd catheter malposition and constipation. The patient was sent to have his pd x-ray due to ongoing low drain issues which showed the catheter tip was malpositioned.

Manufacturer narrative:
A medical record review was performed on the patient's treatment data and medical information obtained. A large manual drain volume was reported after disconnecting from the cycler during drain 3. There were no adverse effects as a result of this drain volume. The device is currently undergoing an evaluation. A supplemental report will be submitted upon completion of the evaluation.